Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the volume reflected on the pump was not the same as volume in the vancomycin bag. Pump not identified or sequestered. Unable to validate. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.